Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had issues with their reservoir. The customer stated that the needle is too short or the reservoir is too thick and was having issues drawing insulin with the device. The customer's blood glucose was unknown at the time of incident. The reservoir will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of three opened and used reservoirs. One of the three reservoirs was missing the septum. The remaining reservoirs were tested and showed that they are functioning properly and passed all functional testing. The reservoirs are not occluded.